Manufacturer narrative:
(B)(4). The additional tenku referenced is being filed under a separate medwatch report. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis and scanning electron microscopy (sem) of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the mid right coronary artery. During predilatation, a 1.2x6mm tenku rx balloon dilatation catheter (bdc) failed to cross the lesion due to the patient anatomy and the shaft became kinked. The device was removed and a 1.2x6mm trek rx bdc was used successfully. Additional dilatation was then attempted with a 2.5x15mm tenku rx bdc; however, some resistance was felt with the anatomy during advancement and the balloon ruptured at 8 atmospheres during the first inflation. The device was removed and a 2.5x15mm nc tenku rx bdc was then used; however, some resistance was felt with the anatomy during advancement and the balloon ruptured at 10 atmospheres during the first inflation. The device was removed and a 3.5x18mm non-abbott stent was implanted and post-dilatation performed with a 4.5x15mm non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.